Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead had to be repositioned multiple times due to high pacing thresholds and high impedance measurements. The rv lead was connected to a pacemaker despite these high measurements and was implanted. During a post-implant check two days later, the pacemaker was discovered to still be in storage mode. The rv lead continued to exhibit high pacing thresholds and a high out of range pacing impedance measurement of greater than 3000 ohms. Surgical intervention was performed and the rv lead was repositioned but still exhibited high out of range pacing impedance measurements so the physician decided to explant and replace it. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.